Event description:
During a site visit, a nurse reported to carefusion nurse, that she experienced an event in the ICU where she opened the pump module door on a critical drip and the safety clamp did not engage, resulting in a free flow of solution. The device was not sequestered and the serial number is not known. Carefusion nurse instructed the hospital nurse (per the instructions for use) to always close the roller clamp prior to opening the door. Additionally, she instructed her to send the pump module to biomed if this ever happens again. There was no patient harm reported and medical intervention was not required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's complaint that the safety clamp did not engage when pump module door was opened. The customer stated no set was saved and is not available for failure investigation.